Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 148mg/dl. Troubleshooting was performed. The customer stated that she attempted to prime the insulin pump, but the device did not stop priming and alarmed. The caller also stated that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. The insulin pump had a cracked case at display window corner, cracked battery tube threads and a broken belt clip slot.